Manufacturer narrative:
Date of report : 26jun2019, date rec¿d by MFR : 24jun2019. During failure investigation (fi), a visual inspection of central processing unit (cpu) printed circuit board assembly (pcba) board revealed no evidence of damage or contamination. The failure investigation (fi) technician installed the cpu into a fi device and performed testing and was able to duplicate the reported problem backup alarm failed. Visual inspection of the audio piezo buzzer on the cpu pcba identified cold solder between the braid copper wire and brass plate. The root cause the cold solder between braid copper wire and brass plate in the audio piezo buzzer generated the reported failure backup alarm failed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14mar2019. Brand name: actual part number that failed is for the new central processing: unit part # 1134187. Reporter: no phone number provided. The manufacturer¿s international customer specialist confirmed the reported issue.

Event description:
The customer reported that the back-up alarm does not work. There was no patient involvement. Event date not specified; estimate used.